Manufacturer narrative:
E1 - address 1- (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering occasionally when angulation adjustment. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- occasional flickering during angulation adjustment, with the most probable cause traced to a component failure and intermittent image blackout, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had occurred image blackout occasionally. The issue was found during reprocessing. There were no reports of patient involvement.